Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 17 events were previously reported during the reporting quarter; however, - 2 events were reported in error. - 15 previously reported events are included in this follow-up record. Product return status 3 devices were received. 7 devices were evaluated based on historical data analysis. 5 device investigation types have not yet been determined.

Event description:
This report summarizes 15 malfunction events in which the device or cutting accessory fractured. - 13 events had patient involvement; no patient impact. - 1 event had insufficient information received. - 1 event required imaging.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 15 previously reported events are included in this follow-up record. Product return status 4 devices were received. 10 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 15 malfunction events in which the device or cutting accessory fractured. - 12 events had patient involvement; no patient impact. - 3 event required imaging.

Event description:
This report summarizes 17 malfunction events in which the device or cutting accessory fractured. 15 events had patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 7 devices were evaluated based on historical data analysis. 10 device investigation types have not yet been determined. Additional information: 17 devices were labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes 14 malfunction events in which the device or cutting accessory fractured. - 11 events had patient involvement; no patient impact. - 3 event required imaging.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 14 previously reported events are included in this follow-up record. Product return status 4 devices were received. 10 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 14 malfunction events in which the device or cutting accessory fractured. 11 events had patient involvement; no patient impact. 3 event required imaging.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11. 15 events were previously reported during the reporting quarter; however, 1 event was reported in error. 14 previously reported events are included in this follow-up record. Product return status: 4 devices were received. 9 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined.